Event description:
This spontaneous case was received on (B)(6) 2014 from a female physician. The physician is also the pt. The pt's medical history and concomitant medications were not reported. On an unk date, the pt started treatment with restylane l, I the form of hyaluronic acid and lidocaine injection, for an unk indication. It was reported that the pt had a total of three treatments. The batch number was unk. On an unk date, the patient developed a lip swelling problem-with the first two treatments of restylane l. The patient noted lip swelling which was slightly worse on the second round, but with the third treatment, she described what she called angioedema of her lips. The outcome of the events were unk. The reporter did not provide a causality assessment. Additional info has been requested. This case has been liked to (B)(6) (same patient).

Manufacturer narrative:
(B)(6) 2014 - the events angioedema assessed as serious and possibly related. Implant site swelling assessed as non serious and possibly related.